Event description:
It was reported that the user experienced recurrent low glucose events after reconnecting to the ilet system following recent surgery and a factory reset, while the pump was in its relearning period. Symptoms included hypoglycemia characterized by urgent low glucose, low glucose, urgent low soon, and rapidly falling glucose. Outcomes included self-treatment of hypoglycemia (51 mg/dl) with oral glucose using apple juice and sugar, with a reported glucose of 103 mg/dl at the time of the call. Investigation included user education and troubleshooting regarding best practices for ilet operation and system relearning. Investigation of this case revealed no device malfunction identified during support interactions. It was concluded, based on previously established findings for similar reports, that the cause of hypoglycemia was unclear and that continued monitoring during the system learning period was warranted.